Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the attachment device did not work at all. It was noted that the device had heat. It was not reported that the malfunction occurred during surgery. There were no delays to a scheduled surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been t disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further investigation, it was determined that MFR# 1045834-2016-11041 is a duplicate of MFR# 1045834-2016-11501. Reference of MFR# 11045834-2016-11501 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.